Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during the implant procedure, this right atrial (ra) lead exhibited poor lead measurements with the pacing system analyzer (psa). The lead was repositioned several times, until finally the helix would no longer extend. The lead was removed from the patient and was tested on the table. After 30 turns of the fixation tool, the helix did not move. A new lead was implanted. No adverse patient effects were reported.